Event description:
It was reported that during a selenia dimensions procedure , the c-arm rotated and it does not pause at the detent position. No harm to the staff or patient reported. No additional information available.